Event description:
It was reported that tandem mobi displayed a not enough insulin alarm. There was no reported impact to the customer¿s blood glucose level. Caller planned to fill new cartridge when supplies were available to troubleshoot issue, and technical support offered follow-up assistance, which caller declined.